Event description:
It was reported that the pt missed a pump refill in 2009; the "office did not tell her she had a refill". The pt subsequently experienced withdrawal six days later. The pt's primary care hcp gave her oral medications to counteract the withdrawal. The pt had clonidine and methadone in her pump. The pt planned to have the pump replaced the following month, however, the hcp indicated to the pt that he could not replace the pump as the catheter was occluded. The hcp recommended revision.